Event description:
The customer reported that the left monitor was broken. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the monitor. No pt injury was reported.